Manufacturer narrative:
A promus element plus, mr, ous 4.00x38mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the second strut row from the proximal end of the stent were lifted and pulled proximally. Stent struts from the 5th strut row from the proximal end of the stent were lifted and pulled distally. The undamaged stent od (outer diameter) was measured within maximum crimped stent profile measurement . The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft.. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 04dec2020. It was reported that crossing difficulties occurred. The 36 x 4.00mm target lesion was located in the moderately tortuous and moderately calcified in the right coronary artery. The 4.00x38mm promus element plus was advanced for treatment but was unable to cross the lesion. The device was removed and the procedure completed with another of the same device. No patient complications were reported and the patient status was stable. However, device analysis revealed stent damage.